Event description:
As reported by the user facility: the nurse repositioned the needle and apparently sheared the catheter. Catheter was retrieved. No patient injury reported. No additional information was provided by the facility after several attempts were made to the facility requesting additional information.

Manufacturer narrative:
The actual device in this incident was returned to the manufacturer for evaluation. The entire IV catheter and stylet needle were present. The stylet needle was punctured through the wall of the catheter approximately 1cm from the catheter tip. The catheter, although punctured by the stylet needle, was not sheared and no portion of the catheter was detached. Incidents of this nature can usually be attributed to partially removing and re-inserting the cannula through the catheter thereby rupturing the catheter wall. The sample and all available information has been provided to the actual manufacturer.